Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that watson extraction slap hammer has a metal barb not allowing strike plate to fit on properly. Strike plate probably ok but no way to tell. There was no delay, no harm to patient. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device only displays signs of normal use. However there are no signs of a device nonconformance that would contribute to the reported complaint. A functional test was unable to be performed due to the post-manufacturing damage on the mating device. However the assembly issues can be confirmed due to the damage observed on the tip of the extractor handle. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed based on the visual examination of the extractor handle condition. However, the strike plate would have not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that watson extraction slap hammer has a metal barb not allowing strike plate to fit on properly. It was reported that the strike plate was probably ok but no way to tell. There was no delay, and no harm to patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.